Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was not receiving adequate therapy, due to lead migration confirmed via x-rays. As a result, on (B)(6) 2019, the patient's lead was revised through surgical intervention, which addressed the issue.

Manufacturer narrative:
Weight: patient weight was added.